Event description:
During insertion of (sds) stent delivery system through the guiding catheter , prior to going into the pt, the stent dislodged from the sds. The stent was found in the touhy borst adapter and was extracted. There was no pt injury reported with this event. Add'l info indicates that during prep, the balloon was not inflated and the IFU guidelines were followed. The stent was not manipulated and there was no resistance or friction during insertion via the guiding catheter.

Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.